Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 4 to resolve the repeated error 23118. Following service, the system was tested and verified as ready for use. The usm has not been returned to isi for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided at this time, this event is being classified as a reportable event due to system unavailability after start of a surgical procedure (first port incision) and the procedure was converted to laparoscopic surgery.

Event description:
It was reported that prior to starting a da vinci-assisted total benign hysterectomy procedure, the user encountered repeated recoverable error 23118 on arm 4. Technical support had the surgical staff complete a hard reset on the cart and reseat the fiber cable, but once the system booted up the error was displayed again. Additional troubleshooting was performed by rebooting the system, but arm 4 kept faulting. Intuitive surgical inc. (Isi) followed up with the robotics coordinator and additional information was obtained about the complaint: the reported issue occurred during the procedure and surgical ports were already placed. Additionally, the robotics coordinator explained that the surgical staff was unable to disable arm 4 with technical support. The surgeon wanted to proceed with the case robotically using 3 arms, but the surgical staff could not disable the 4th arm without disabling the entire system. The surgeon converted the procedure to open surgery and the patient tolerated the procedure. There was no reported patient injury or harm.

Manufacturer narrative:
Additional information can be found in the following sections: a2-a4, d10, g4, g7, h2, h3, h6 and h10. 4307 - intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported issue as the unit failed testing as it triggered an error 23118 on degrees of freedom (dof) 4. When the cannula assembly was opened, liquid contamination and oxidation were found on the cannula printed circuit assembly (pca), insertion pca and chipencoder virtual absolute (cva). Additionally, the cannula and insertion flat flex cable (ffc) had traces of liquids and the cable had visible burns. Due to the extent of the defects on the usm arm components, the arm was removed from the in house system. The usm passed further in house testing, but as a fix the insertion ffcs, cannula pca, insertion cva disc and insertion pca will be replaced to address the reported failure. A system log review confirmed the repeated recoverable error (23118) that the customer encountered on arm 4. The error indicates the motor encoder incremental track has slipped relative to the motor halls, a disconnected encoder, or intermittent loss of signal. A site history review was also performed and there were no other instances found where error 23118 occurred on the system. While there was no reported patient injury or harm, this complaint remains a reportable event due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
Refer to h10/h11 for follow-up information.